Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer experienced low blood glucose (value not provided) at night. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:a review of the log for the three nights prior to the customer¿s call indicates that the lowest bg reading on - (B)(6) 2019 was 72 mg/dl at 9:00pm. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 6:05:52 pm to 6:35:52 pm on (B)(6) 2019. A review of the log indicates that the lowest bg reading on (B)(6) 2019 was 69 mg/dl at 6:05pm. Cgm alert 1 (cgm glucose reading below user threshold) enunciated on (B)(6) 2019 at 6:05:52 pm. On (B)(6) 2019, at 8:52:07 am, the user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.